Event description:
It was reported that during coronary stenting treatment procedure, stent dislodgement occurred. The lesion was located in the mid rca and while inserting the 3.50mm x 16mm promus element stent delivery system into the patient, the stent became dislodged from the delivery balloon. The dislodged stent was located inside the y-connector, outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during coronary stenting treatment procedure, stent dislodgement occurred. The lesion was located in the mid rca and while inserting the 3.50mm x 16mm promus element stent delivery system into the patient, the stent became dislodged from the delivery balloon. The dislodged stent was located inside the y-connector, outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, hypotube kinks were also noted. A visual and microscopic examination of the device found the device was returned with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process. The returned stent was stuck inside the y connector. Examination of the device also found kinks the entire length of the hypotube. The tip section of the device was examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).